Event description:
The following description of the event was copied from the user facility medwatch report received by cardinal health from the FDA via viasys healthcare medsystems on 1/15/2009. "Event desc: intubated pt on ventilator. First time: difficulty with ventilation. Earlier adjusted sensitivity due to autocycling with hr. After adjusting sensitivity vent was cycling with bur and occasional spontaneous lg volume breath. This corrected and returned to ventilating appropriately. Second time: later pt was not ventilating. Appropriately repositioned pt, made adjustments to vent settings and returned pt to vent. Pt was then given a paralytic. Third time occurred a short time after this: noted by attending that chest was not rising and ventilator was not cycling as set. Pt removed from ventilator and hand bagged. Pt did desat to 80's but recovered with bagging on 100%. Ventilator was removed and replaced. Settings from previous ventilator were set and pt was placed back on new vent. No further problems occurred with ventilation. Bio-med was called and vent was picked up." "Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure?" "No". "What was the original intended procedure?" "Severe upper airway obstruction because of stenosis." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
Cardinal health sent a letter to the user facility seeking additional info concerning the reported event and the condition of the pt. As of the date of this report, there has been no response from the user facility concerning the condition of the pt. The following info concerning the eval of the device by the user facility was copied from an email received from the user facility biomedical engineering dept. "Eval: operated unit with existing settings and default settings for pediatirc pt. Performed testing for pressure, volume and sensitivity. Performed operational verification procedure. All readings are within specs. Tested unit over several days without above problem occurring. Completed scheduled pm and returned to dept."